Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within the maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break at 198mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along several locations of the hypotube shaft. The type of damage noted most likely occurred due to excessive force that could have been applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found multiple kinks along several location of the extrusion shaft. This type of damage is consistent with excessive force being applied on the delivery system. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID: (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 10mm in length, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. After pre-dilation with a 3x12 balloon catheter, a 24 x 3.00 promus premier¿ drug-eluting stent was advanced however significant resistance was encountered and the shaft of the device was kinked at the proximal end about 20cm from the hub. Subsequently, while attempting to retract, the shaft broke off outside of the patient. The device was removed and the procedure was completed using a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 10mm in length, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) artery. After pre-dilation with a 3x12 balloon catheter, a 24 x 3.00 promus premier¿ drug-eluting stent was advanced however significant resistance was encountered and the shaft of the device was kinked at the proximal end about 20cm from the hub. Subsequently, while attempting to retract, the shaft broke off outside of the patient. The device was removed and the procedure was completed using a different device. There were no patient complications reported and the patient's status was stable.